Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump software did not suspend insulin delivery. There was no adverse impact to the customer¿s blood glucose level due to this reported event. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.